Event description:
It has been reported to the co that the occlusion balloon wire kinked during the procedure which caused the balloon to stay inflated. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and placed a stent into the vessel. The physician then inserted the aspiration catheter and removed the particulate from the vessel. The physician then attempted to remove the aspiration catheter. The occlusion balloon wire kinked. The physician inserted the wire into the microseal adapter and attempted to deflate the balloon and it would not deflate. The device was removed from the pt. The pt is reported to be fine.